Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with unknown mentor silicone breast implant has experienced left-sided device migration, right-sided implant rupture, rheumatoid arthritis, pain, asymmetry, fatigue, chills, headaches, nausea, low-grade fever, sweating, weight loss, and unspecified autoimmune issue. Doctors wanted to do a needle biopsy which then showed to be inconclusive. The CT scan and mammogram showed right-sided rupture. The surgeon indicated that the left side has moved or flipped. The patient has gone to many doctors - none can find issue aside from rheumatoid arthritis. The patient-reported event of rheumatoid arthritis, which is a medically recognized autoimmune disorder. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.